Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleges possible insulin pump under delivery. The customer¿s blood glucose level was 199 mg/dl at the time of incident. Customer¿s current blood glucose level was 221 mg/dl. The customer was treated with water and eating less and worked out for an hour and a half and bolused with insulin pump. Customer also reported that the reservoir had air bubble of size as big as tear drop. Device will not be returned for analysis.